Event description:
It was reported that when using the bd pyxis¿ es refrigerator door did not open and not detected on the bus. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation this incident, a field service engineer (fse) mentioned that the helmer refrigerator was offline from the bus. A reboot did not resolve the issue. The fse worked with the customer over the phone to further troubleshoot the problem. Facility staff powered off both the pyxis system and the helmer refrigerator. Staff then powered on the helmer refrigerator first, followed by powering on the pyxis machine. After completing the power sequence, the helmer refrigerator came back online, and communication was fully restored. Customer verified refrigerator was functioning normally. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.